Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 136 mg/dl. The customer also reported that the insulin pump had error on her pump with an x. The customer was advised that the insulin pump needed to be replace and to revert to the back-up plan. The insulin pump will be returned for analysis.